Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The physician was treating a lesion located in the left circumflex with a 2.25x16mm taxus express2 stent. The stent was advanced to the lesion and deployed. After the stent was deployed, the physician had difficulty getting the balloon detached from the stent. The physician had to inflate the balloon several times to release the balloon from the stent. The procedure was completed successfully with this device. There were no reported pt complications. The pt status is listed as fine. Additional info has been requested and is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.